Event description:
It was reported that due to patient symptoms noting a progression of heart failure, the patient was scheduled for a system upgrade. During interrogation it was noted that the right atrial (ra) lead demonstrated no capture and no sensing. Dislodgement of the ra lead was confirmed. During the procedure to replace the lead the physician chose to explant and replace the ra lead due to tissue obstruction of the helix retraction and extension. The new lead was implanted successfully. The patient was stable throughout the procedure.

Manufacturer narrative:
The reported events were lead dislodgement, no capture, and no sensing. A complete lead was returned in one piece with the helix found stretched/bent and clogged with dried blood/tissue. X-ray examination found the helix bent consistent with procedural damage. Unable to perform helix mechanism/extension test due to damage helix as received. The reported events of no capture and no sensing were not confirmed. Electrical testing did not find any indication of conductor fractures or internal shorts. Visual and x-ray inspections of the lead did not find any anomalies except for procedural damage.